Manufacturer narrative:
The sulu was received with a full complement of staples and an engaged interlock. There were no disengaged components or difficulty for loading the sulu. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during hemi colectomy open procedure while loading of cartridge into gun, a device component disengaged. There was difficulty in loading. The two halves not join and lock in place. Used another reload in order to complete the case. No injury as a result of the event.